Event description:
It was further reported that the treated lesion was located in the non tortuous, slightly calcified, 70% stenosed right coronary artery. The lesion was not pre dilated. When the balloon stuck to the stent the guide had to be deep seated to remove the balloon. There were no inflation or deflation issues with the balloon.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The de novo lesion being treated was located in a graft. Using a whisper wire and mach 1 fr 4 the physician implanted a taxus express2 8.8% 3.50 x 32 mm drug eluting stent. After completion, the physician was unable to pull the balloon out of the stent without getting resistance as the balloon was sticking to the stent. The guide catheter was pulled into the vessel and then the physician was able to retrieve the balloon. No pt injuries or complications were reported.